Event description:
Suboptimal tissue processing. Fifty one blocks of tissues were present in two sub-optimal runs. Of these, one pt's tissue was not recoverable. Consequently, the pt had to have an auxilliary clearance procedure, as the pathologist was unable to find any evidence of tumor in the sentinel nodes, due to technical error from processing machine. The remaining tissues were successfully reprocessed and reported.

Manufacturer narrative:
Conclusion from investigation: initial eval suggests a failure of the wax value spring.